Event description:
Admitted to ob unit on (B)(6) 2011 at 38.5 weeks gestation for scheduled induction due to large fibroids. Pt with 5'6", and (B)(6) admitted to ob unit at 0813. Pitocin started at 0920. Had srom (clear) at 1114. Epidural started at 1400. At 1516, sve by ob physician noted 4-5/70%/-2. At 1517, iupc and fetal scalp electrode inserted by ob physician. Blood noted in iupc and removed by ob physician. New iupc inserted. At 1519, fetal bradycardia noted. Developed prolonged decelerations. Had emergent c-section delivery at 1534. During c-section noted large lower uterine segment fibroids, velamentous insertion of umbilical cord, small amount of dark blood within uterus, no large amount, no bright red bleeding; small for gestational age-appearing placenta. Infant required resuscitation as had no pulse. Was transported to nicu at 1810. Required resuscitation attempt again and was pronounced dead at 2245. Infant autopsy indicates umbilical cord laceration that led to hypovolemic shock.